Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The inspection revealed a spot of moltentitanium on the ICD housing. - most likely due to adamaged lead insulation, representing an external short circuit. The ICD was subjected to an electrical analysis. Thereby the clinical observation wasconfirmed, the device could not be interrogated.therefore, the ICD was opened and the inner assembly was inspected. During theinspection of the electrical module, the analysis revealed that the fuse separating the battery from the electronic module as well as the output stages of the high voltage circuit had been damaged. Due to this damage of the electronic module, the device could not beinterrogated properly. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during themanufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem. Therefore it can not beexcluded that the bentall procedure as mentioned in the complaint description has contributed to the clinical event.

Event description:
Ous MDR - after an implantation period of about 2 months, it was reported that the ICD could not be interrogated after a bentall procedure had been performed. The device was exchanged but not yet returned to biotronik for analysis. No adverse patient side effects have been reported.